Event description:
It was reported that the face plate came off the wand inside the patient. Pieces were removed. No patient injuries were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows the electrodes and screen have been partially detached. There are jagged edges with dried tissue present on the remaining electrode and screen. There is a significant amount of scratch marks present on the cap which is consistent with coming into contact with a hard or bony surface. The shaft near the handle of the device has been damaged and shows the interior wires. There are no manufacturing abnormalities visually observed with the returned wand. Due to the damage the shaft sustained, a functional evaluation could not be conducted nor deemed necessary due to the nature of the complaint. The complaint has been visually verified and the root cause was more than likely associated with the device coming into contact with a metal object such as a cannula. Other factors that could contribute to the damage the device sustained includes: mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.